Event description:
A biomedical coordinator at the facility called baxter technical service regarding a reverse osmosis (ro) water treatment unit. The unit was smoking from the control unit. The incident occurred before use. No patient injury and no medical intervention were reported. A field service engineer (fse) visited the facility. The customer reported that visible smoke was seen. The fse saw that the 1 i.c. Chip was burned out in the logic printed circuit board (pcb) assembly.

Manufacturer narrative:
The field service engineer (fse) replaced the logic printed circuit board (pcb) assembly, the circuit breaker, the f-1 fuse and the disinfect port abd plug. The fse inspected the unit for any possible water leaks. Next, the fse disinfected the reverse osmosis (ro) unit. The fse rinsed the ro unit until clear of chemical residue. The fse tested for water quality. The ro unit was approved for use.